Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant precision inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 1.6, 3.1, and 2.9. The time between all testing was one (1) to two (2) minutes between each test. Therapeutic range: 3.0-4.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.